Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on a aviva meter, within 10 minutes: 243 mg/dl and 123 mg/dl. Customer discarded a test strip vial but is unsure if he was using those test strips, which will not be returned, or a different lot number (497267). No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.

Manufacturer narrative:
This supplemental report is to provide the correct (B)(4) eval method code. The codes on the previous report were sent in error.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.